Event description:
Boston scientific received information that the latitude home monitoring system detected an out of range impedance measurement of less than 20 ohms for this device system. Boston scientific technical services (ts) suggested at next follow up visit asking the patient what they were doing at the time the low impedances were observed to help rule out any external issues. The patient then performed an at home interrogation reading, where the impedances were at 59 ohms. To date, no adverse patient effects were reported with this clinical observation.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Additional information was received that this patient underwent a non-invasive programmed stimulation (nips) procedure as a result of the low impedance measurement. The nips procedure was successful and converted the patient with a 21 joule shock. The physician elected to monitor the patient going forward.